Event description:
The pt reportedly has been experiencing shocking sensations in her teeth during use of her device. Testing revealed that the device is functioning normally. Programming changes were made that relieved the pt's symptoms. Due to return of the pt's symptoms, the surgeon is considering this a device failure. Add'l programming is scheduled with the option to pursue device revision surgery.